Event description:
The manufacturer received information alleging a trilogy o2 ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Upon investigating the alarm/event log, the e344 error indicating an abnormality of an oxygen blender module was recorded as the relevant alarm, and it was confirmed that it detected an abnormality of the flow sensor on air side. When performing a functional test, it came to pass with the item for flow measurement of the oxygen blender module, then it was observed that there was deviation in values of the flow sensor on air side. The oxygen blender system board needs to be replaced, but this device will be returned without repair as a result of quotation. The software version was checked.